Event description:
Ms3 pump (sn: (B)(4)) alarmed in the middle of the infusion and display read, "push rod must be pushed forward." Pt re-mixed and switched to backup pump without an adverse medical event. Cartridge in malfunctioning pump was about half way down all the time of the incident and moved back up after pump was reset. Pt's mother stated that the pump was not bumped or had any significant impact which might have dislodged the cartridge. Reviewed that we would ship a replacement ms3 pump.